Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On sept. 2 2007, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter was prompting the apply sample message. According to the reporter, the issue first occurred 3 to 4 days prior to calling lfs. During the time of concern, the patient developed symptoms of slurred speech. The patient was seen in the emergency room on the morning of the following day, where she was treated with a glucagon injection for blood glucose in "low 30's" range. The customer care advocate verified that the patient was using the correct technique for sample application and the test strip was drawing sample into the test area. The patient did not have test strips to complete troubleshooting. Replacement products were mailed to the patient. This complaint is being reported due to the following conclusion: during the onset of the unresolved reported issue, the patient alleged developing symptoms and receiving treatment for hypoglycemia.